Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple attempts were made by technical support, however further information was unable to be obtained. There was no adverse impact to the customer¿s blood glucose level.